Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A technical support specialist (tss) reviewed the issue with the customer and determined that mapping configuration would likely resolve the integration problem. A working message example was provided for reference, and the customer was advised to test the mapping adjustments. No response from the customer after several follow-up.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es integration issue was observed across multiple patients, where orders entered with time-based sigs did not integrate correctly with pyxis, causing medications to appear under "all orders" instead of "due now" potentially leading to administration delays. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.